Event description:
The customer received a questionable troponin t stat (tnt) result on their e411 disk analyzer. All testing was performed on the same e411 analyzer. The patient's initial tnt result was 0.108 ng/ml accompanied by a data flag. The first repeat result was <0.010 ng/ml accompanied by a data flag. The second repeat result was <0.010 ng/ml accompanied by a data flag. The customer considered the repeat results to be correct. The results were not released from the laboratory. There were no adverse events. The tnt reagent lot number was 16435401 and the expiration date was (B)(6) 2012. The field service representative could not replicate or determine the cause of the problem. He ran performance testing with results within the manufacturer's specifications. He inspected mechanical movements and adjustments. He adjusted the reference voltage as a preventative measure.

Manufacturer narrative:
A specific root cause could not be determined for this event. Calibration and quality control prior to the event were ok. The clotting time for the serum separator tube was only five minutes which is outside of the specification for the tube used, 30 minutes. This is a possible cause for the event. No patients were adversely affected.